Event description:
The customer states that the pt complained of chest pains and an axsym troponin-I test result of 22.9 ng/ml was generated. The sample repeated at 22.3 ng/ml. The pt had a cardiac catheterization performed based on this result that showed no signs of cardiac injury. The same sample was tested a third time with a result of 22.9 ng/ml. The sample was then sent to another lab and tested at less than 0.1 ng/ml (methodology not documented). The customer then repeated the sample using the axsym troponin-I adv assay and generated a result of 0.0 ng/ml. There is no further impact to pt management reported.